Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord exhibits multiple areas of residual adhesive and adhesive marks. Light guide lens exhibits residual adhesive. Light guide lens exhibits crystallization. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the universal cord exhibits multiple areas of residual adhesive and adhesive marks. Light guide lens exhibits residual adhesive and crystallization. There was no patient involvement.